Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the instrument on arm 4 was not reacting as expected. Before calling in, they had reseated the sterile adaptor and instrument without improvement. The tse checked the logs and found an engagement problem on arm 4. The tse requested the customer to reseat the sterile adaptor and instrument again, but that did not help. The tse requested the customer to push the emergency stop button and recover from it, this did not help either. The tse requested the customer to replace the instrument, and this solved the problem. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained additional information: the issue occurred with the surgeon¿s head inside the surgeon side console¿s (ssc) high-resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the ssc. The instrument did not move in the intended direction. When attempting to open and close the monopolar curved scissors (mcs) instrument, the wrist would move. The alleged issue was resolved by replacing the mcs instrument. The device was inspected prior to use and the issue occurred halfway into the surgery. There was no shakiness and/or friction experienced/observed. There were no collisions observed during the procedure. A video recording of the procedure and/or photographic images of the device are available, but they have not yet been received as of the date of this report.

Manufacturer narrative:
The reported issue was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the surgeon who indicated that the issue was possibly related to bad monopolar curved scissors (mcs) instruments. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.